Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119597.

Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited high pacing impedance, noise and r wave amplitude variation. The patient status was unknown.